Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant of this right ventricular lead, helix rotational difficulty was encountered following a reposition attempt due to poor measurements at initial placement. A second location with this same lead was attempted but again helix rotation issues persisted and the lead was removed. The entire lead body required rotation to remove the lead from the patient. Another lead of the same model type was implanted without complication and the attempted implant lead is intended to returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood around the helix however the helix was able to be rotated during analysis. Testing was then completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.